Event description:
Complainant alleged that while defibrillating a male pt, a small fire occurred at the defib pad site when energy was delivered. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product, and will be providing a follow-up report when our investigation is completed.